Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the ipg was replaced, and the lumbar leads were explanted. The patient was doing well postoperatively, and all explanted devices were not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5073425. Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 20285492. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 338404/339531.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5073425.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the ipg was replaced, and the lumbar leads were explanted. The patient was doing well postoperatively, and all explanted devices were not returned due to facility policy.